Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device would be necessary. Reportedly a re-implantation/explantation will not be performed as to the recipient family's wish.this is combined initial and final report.

Event description:
Device malfunction seems possible. No trauma, infection or disease is reported. As per new information received, the user's family decided that reimplantation will not be performed.